Event description:
A customer reported that the tandem mobi pump battery would not charge, despite using the recommended charging equipment and methods. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.